Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. Since no implant was returned, a complete evaluation was not possible. Cause of apparent height loss cannot be ascertained. If and when the explanted implant is returned for evaluation, a supplemental report will be submitted.

Event description:
Globus was notified of the loss of height of an xpand spacer. Revision surgery took place (B)(4) 2013.